Manufacturer narrative:
(B)(4).

Event description:
It was reported that during routine check-up in clinic, noise was observed. It was noted that the subclavian vein was thrombosed. No intervention was reported as the patient refused to undergo lead revision.